Event description:
The PICC was placed to pt's (l) ac. When pulling out the stylet, the catheter split up the side and the stylet came out from the side of the distal end of the catheter. The line was removed and replaced.